Manufacturer narrative:
On 08-aug-2019, mentor completed the investigation of the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device, it was observed to be ruptured and it was received incomplete. No additional anomalies were observed. Microscopic examination of the edges of the rupture was performed and no evidence of instrument damage was observed. Rupture is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 6667969, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation: additional tests were completed on the suspect medical device. Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation with a 525cc mentor memorygel breast implant and experienced postoperative rupture. The issue was diagnosed visually, and confirmed post-surgery that the left implant was ruptured and the right implant was intact. As a result, the patient underwent removal and replacement with catalog # 3506001bc, serial # (B)(4) (right), and catalog # 3506001bc, serial # (B)(4) (left) on (B)(6) 2018. This report was prepared for the left-sided implant, refer to manufacturer report number 1645337-2019-15602 for the right-sided implant.